Event description:
As reported by an affiliate, during a pta stenting procedure, the physician observed that on a sv short wire had some parts of the platinum coil portion were unraveled throughout a few centimeters. Therefore, the sv wire was exchanged to a new sv wire. The procedure was finished successfully. There was no patient injury reported. Initially, ipsilateral antegrade approach was made with a sheath introducer (radifocus 6f 11cm). The sv wire was delivered to the lesion but the physician felt that the sv wire was caught while crossing the lesion. Then, the sv wire was removed from the patient and then reinserted into the sheath introducer. There was no resistance/friction reported with the other device during the initial use. It is unknown if the distal portion of the device had prolapsed. It was not indicated if there was difficulty in torquing or withdrawing the wire during initial use. The target lesion was the left superficial femoral artery. The lesion was described as de novo, slightly calcified and not tortuous. There was 90% stenosis. The product will be returned for analysis. It is unknown when the product became unraveled. The inserter was used during the 1st insertion into the sheath.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during a pta stenting procedure, the physician observed that on a sv 018 short wire was caught while attempting to cross the lesion and part of the platinum coil portion were unraveled throughout a few centimeters. Therefore, the sv wire was exchanged to a new sv wire and the procedure was finished successfully, without patient injury. Initially, ipsilateral antegrade approach was made with a sheath introducer. The sv wire was delivered to the lesion without resistance/friction with other devices, but the physician felt that the sv wire was caught while crossing the lesion. The sv wire was removed from the patient and then reinserted into the sheath introducer. It is unknown if the distal portion of the device had prolapsed. It was not indicated if there was difficulty in torquing or withdrawing the wire during initial use. The target lesion was the left superficial femoral artery. The lesion was described as de novo, slightly calcified and not tortuous. There was 90% stenosis. It is unknown when the product became unraveled. A non-sterile unit of pgw .018 sv short 180cm st was received coiled inside of a plastic bag. A guide wire was received and two bend conditions were observed at distal tip end. The guide wire was inspected visually and a stretched/unraveled condition was observed in the core wire section at 5cm from distal tip end and throughout a few centimeters. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of this lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failure reported by the customer as 'distal tip/ unraveled/stretched-in patient' was confirmed due to stretched/unraveled condition observed in the device. The exact cause of this condition as bend could not been conclusively determined; however, procedural factors might have contributed to these issues. (Failure to cross the lesion; caught at the lesion). The instructions for use (IFU) warns that guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. The device analysis did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.